Event description:
It was reported that the pt's status changed on (B)(6) 2011 following a pump refill. The pt's health care provider reported that pt experienced altered mental status one day after being refilled on (B)(6) 2011. The pump refill on (B)(6) 2011 was described as "normal uneventful." All programming was confirmed to be correct. The health care provider wondered if there was intrathecal baclofen withdrawal. It was later reported that the pt had a change in mental status post pump refill of (B)(6) 2011. Per the reporter, there was no pt injury. It was further reported that the pt's pump was read on (B)(6) 2011 and it was confirmed that the dosing was set per the refill record; the programming was the same as per his refill appointment. The pt continued to have mental status changes, but spasticity was improving on this date. The drug in the pump at the time of the event was lioresal. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).